Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alleged both under and over delivery of insulin. Customer stated that the top of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will not be return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged possible under delivery anomaly, possible over delivery anomaly, high blood glucose, low blood glucose, and cosmetic damage located at the top found on (B)(6) 2022. The pump passed the displacement test, prime/seating test, basic occlusion test, force sensor test , occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No under delivery and over delivery anomalies noted during testing. Pump's history and trace files downloaded successfully using thus software and carelink and generated reports. In the pump history and trace files found bolus deliveries on the event date of june 20, 2022 at 00:03:54.000, 00:03:54.000, 12:43:54.000, 12:57:22.000, 17:15:04.000, and 17:20:32.000. The daily total of bolus insulin delivery is 35.2 on june 20, 2022 at 0:00:00 and 24.1 u on june 21, 2022 at 0:00:00. In the pump history files found no unexpected alarms, alerts, or anomalies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Possible under delivery anomaly and possible over delivery anomaly were not confirmed during testing. Unable to verify customer's complaint for high bgs and low blood glucose. Cosmetic damage at the top was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.